Event description:
Customer returned the device for evaluation and repair of a crease found in the insertion tube and angulation issues. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was foreign material in the nozzle and also in the subsidiary water channel (j-tube). Other parts of the device were found to be dirty as well. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle and j-tube during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the nozzle and also in the subsidiary water channel (j-tube). Other parts of the device were found to be dirty as well. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: connecting tube has a wrinkle and peeling coating; due to adhesive peeling on distal end rubber coating (a-rubber), insulation resistance value at distal end does not meet the standard value; adhesive on a-rubber has a chip; switch box has a scratch; switch (sw) sw1 has a scratch and sw2 has damage and does not work; suction cylinder (s-cylinder) is shaved; forceps elevator lever has a scratch; forceps elevator knob has a scratch; control unit has damage and a scratch and is dirty; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; distal end cover (c-cover) has a scratch; due to damage on charge couple device (ccd) unit, flare occurs; electrical connector (el-connector) and scope connector have corrosion due to water invasion; scope connector has a scratch and is dirty; flexibility adjustment ring, universal cord, scope cover unit, grip, scope cover, ; and right/left and up/down knobs have a scratch; due to damage on up/down knobs, and unusual sound is made. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. The customer confirmed they did not use the device for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There was unspecified abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and flushed the air/water nozzle with the detergent solution. The customer confirmed reprocessing was carried out according to olympus' instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: - "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." - "[inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." - "[inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the lure port of the auxiliary water tube. Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section." - "[inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.